Event description:
As reported, approximately 7.5 years post op the initial left tka, this 66 y/o male patient was revised due to pain and a loose femur. Insert was also part of the recall. Additional information received by legal states the polyethylene liner prematurely degraded. The patient had pain, swelling, instability in needs and legs, and osteoarthritis.

Manufacturer narrative:
Pending evaluation: concomitant medical products: serial #: (B)(4), category #: 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Serial #: (B)(4), category #: 200-02-35 - three peg patella 35mm, serial #: (B)(4), category #: 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of prosthesis wear, femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.